Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support through a pump reset, and after completing this step, the error code did not appear again, allowing the customer to successfully start their sensor session.